Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and generated a "low vacuum" alarm. The power was cycled and "electrical test fails code #52" (drive transducer offset failure) was displayed. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep from the japan office replaced the pressure transducer (part number 0682-00-0076-01). The unit was tested to factory specification. It functioned normally and was returned to the customer. The pressure transducer was returned to (B)(4). The pressure transducer did not meet the check of the internal resistance indicating that the issue of the drive transducer was due to the insufficient curing of epoxy leading to possible development of impedance on the pcb. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at (B)(4) to more effectively screen out the impedance failures. Hlth hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change int he process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than (B)(4) 2011. (B)(4).